Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 800 mg/dl and nausea. The customer stated that the insulin pump has a crack in the case due to possibly dropping it. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a cracked and broken reservoir tube lip. The insulin pump also had a cracked display window.